Event description:
It was reported to boston scientific corporation in 2008 that a wallstent enteral endoprosthesis device was placed on that day. According to the complainant, the stent deployed more distally than preferred, just to the distal end of the stricture. It was further reported that the physician left the stent in position. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was being monitored.

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.